Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate (proteus mirabilis) was misidentified as morganella morganii. The isolate was identified with a reference laboratory. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification of proteus mirabilis when using phoenix panel nmic/ID-(B)(6) (catalog number 449289) batch number 4205932. The customer returned panels, isolates, binary files and phoenix generated lab reports for the investigation. The customer provided phoenix lab reports show an isolate identified as morganella morganii when using the complaint batch. The customer returned isolate was verified and labeled as p. Mirabilis u-12 (accession # (B)(4)) with a bruker maldi biotyper. To investigate, customer returned panels were tested using customer returned isolate p. Mirabilis u-12 on a phoenix m50 machine and evaluated for identification results. Next, retention panels from the complaint batch and control panels of the same material, but different batch number were tested using customer returned isolate p. Mirabilis u-12 on a phoenix m50 machine and evaluated for identification results. Last, retention panels from the complaint batch were inoculated with in house p. Mirabilis isolates and evaluated for identification results. The retention panels tested with customer returned isolate p. Mirabilis u-12 returned p. Mirabilis and m. Morganii results. All other panels returned the expected p. Mirabilis identification results; therefore, this complaint is confirmed for misidentification of proteus mirabilis. The binary files could not be retrieved at the time of investigation and was not reviewed as part of investigation testing. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. As no trends were identified, no corrective actions are slated at this time. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ nmic/ID (B)(6) a patient isolate (proteus mirabilis) was misidentified as morganella morganii. The isolate was identified with a reference laboratory. No health impact or consequence reported.